Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shock therapy while programmed in alternate 1x configuration due to non-physiological artefacts and baseline shifts. According to the local area boston scientific field representative, non-physiological artefacts could be reproduced during in-clinic troubleshooting by moving the patient's left hand towards their right hip. As such, technical services (ts) recommended electrode replacement as mechanical lead impairment is suspected. At this time, there is no evidence to suggest intervention has been performed. Besides the inappropriate therapy, no other adverse patient effects were reported.